Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The patient reported having multiple air detected in cassette warnings in drain 4 of 4. The patient canceled treatment and found fluid in the pump module area and on the external of the cassette. The patient was instructed to let the cycler air dry and try it again later. The cycler is not available to return as a sample.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.